Manufacturer narrative:
H.6. Investigation summary: three samples were received by our quality team for evaluation. Upon visual inspection a ring of silicone inside the syringe barrel of all three samples was observed; therefore, the incident can be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Silicone is used to lubricate the syringe barrel. All three samples were subjected to the silicone content test and were within specifications. Based on the investigation, a root cause could not be determined.

Event description:
It was reported that clear, gel-like material was found on the bd luer-lok¿ syringe with bd eclipse¿ safety thin wall needle before use, but it could no longer be seen after compressing the plunger. The following information was provided by the initial reporter: "customer called stating she noticed a clear ring of gel like material when she tried to use the syringe to clear out, but when she compressed the plunger she no longer could see the gel like material."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k980987(syringe). PMA / 510(k)#: k161170 (needle). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that clear, gel-like material was found on the bd luer-lok¿ syringe with bd eclipse¿ safety thin wall needle before use, but it could no longer be seen after compressing the plunger. The following information was provided by the initial reporter: "customer called stating she noticed a clear ring of gel like material when she tried to use the syringe to clear out, but when she compressed the plunger she no longer could see the gel like material."